Event description:
Batch of coppervision clariti 1 day lenses appear to have cloudy material in the lens solution, after wearing the eye is producing puss, irritation, redness, and feeling of superficial material in eye. The lens itself is contained in single use peel off cases but there is some difference from this batch and another prescription strength. Lot#(10):246376201680088077, bar code # (B)(4), made in cr, exp date:(17) :2026-04-30. Prescription: bc 8.6, dia 14.1, pwr - 2.00, box of 30 count.